Event description:
Nine days after the index procedure, the pt experienced changes in their ECG. A repeat angiography was performed and revealed thrombus in the previously implanted cypher and distal to it. Aspiration and a balloon angioplasty were performed to treat the thrombus. T-pa was also administered. An iabp was inserted. The ptis currently hospitalized and on an artifical ventilator. Pt is also undergoing dialysis treatments. Twenty-seven days after the insertion of the iabp both the iabp and the artificial ventilator were removed. The pt is said to be in stable condition. Per the procedural physician, the probable cause of the sat was because the pt returned to the hosp in a state of shock due to left cardiac failure and respiratory failure. Endotracheal intubation with an artifical ventilator was isnerted into him. Therefore, anti-platelet therapy medications could not be administered.